Manufacturer narrative:
Patient saw ophthalmologist, who stated that there was no ten20 paste in the eye. He also stated that there was no damage to the cornea, and that the pain was coming from irritation to the mucus membrane of the eye. Patient was treated with steroid eye drops and pain medication. No permanent damage to the eye is anticipated.

Event description:
Patient had eeg performed at heart hospital of florida on (B)(6), 2012. Patient's family later contacted the eeg department stating that the patient had eye irritation/swelling. Family member stated that the patient inadvertently got ten20 paste (that was left in the hair after the procedure) into her eye. Family tried to flush out the eye, but the eye was still irritated.